Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak and rupture were confirmed. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or mfg root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event. Misuse by deployment of an aortic extension that was two sizes large in diameter than the main body, and the left common iliac artery was less than 1.0 cm in diameter. Add'l contributing factors: an angulated aortic neck, and an accessory left renal artery (planned coverage), pt lumbar and inferior mesenteric arteries (all possible contribution to lateral movement, and the eventual component separation).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow up report will be submitted. Additional device: model no.: a34-34/c100-o20, suprarenal aortic extension lot: 1026325-017, release date: (B)(6) 2012, expiration date: 9/30/2015.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Subsequently, patient was admitted emergently with stomach pain and computed tomography showed a ruptured aaa. Physician repaired by using a competitor endograft. No patient injury was reported.